Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of chordal entanglement/rupture/mitral valve injury (tissue damage) and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported poor imaging resolution appears to be related to patient morphology/pathology. The reported difficulty grasping the leaflets and suspected clip interaction with the chordae (difficulty removing the device) appear to be a result of user technique/procedural conditions, and due to poor visualization and placement of the second implanted clip on the leaflets. The reported patient effect of tissue damage was a result of procedural conditions and likely due to the suspected clip interaction with the chordae. The reported unchanged mr appears to be a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery systems (70628u111) is filed under a separate medwatch report number.

Event description:
This is filed to report the interaction with the chordae resulting in tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The fist clip was implanted, reducing the mr to 2-3. The next clip delivery system (cds 70628u111) was advanced to the mitral valve, and the clip was implanted, reducing the mr to 2. It was noted that due to some tension in the system, the clip changed its position a few millimeters immediately after deployment. The decision was made to implant a third clip (70831u131), which was advanced to the mitral valve, but both leaflets could not be grasped and there was interaction with the lateral chordae. The mr returned to 3-4; therefore, the cds was removed and the clip was not implanted. It was suspected that there was mitral valve injury due to the chordal interaction, but this could not be confirmed due to imaging quality. No further treatment was attempted and the procedure was discontinued. In the physicians opinion, the minimal changing of the final position of the second clip after deployment was the reason for that inability to grasp with third clip. The patient remained hemodynamically stable throughout the procedure. Two clips were implanted and the mr remained at 3-4. No additional information was provided.